Event description:
Event determined reportable based on investigation completed on 3/13/2006. It was reported that during preparation for unspecified procedure, resistance was encountered during insertion/withdrawal of zipwire hydrophilic guide wire from the dispenser. The event occurred outside of the patient.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the compliant. The wire coating exhibited a worn finish throughout, with scattered minor scrapes, irregular abraded regions, and scattered surface roughness. The surface roughness appears to meet the product specification for rough coat. When hydrated, the wire removed from the dispenser assembly with slight difficulty and reloaded only partially. When hydrated, the coating feels smooth and consistent. The wire hydrates readily and remains hydrated for approximately 36 seconds. Except where noted, this wire does not present any definitive indication of manufacturing defect or anomaly. The overall length of the wire is beyond the specification. The device history records relative to the manufacturing, inspecting and packing of this lot was determined to be acceptable. The root cause could not be determined.